Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02867 for the other associated device information. It was reported to boston scientific corporation that two polyflex esophageal stents were used during a stent implant procedure for an esophageal fistula performed on an unknown date. According to the complainant, during preparation for the procedure and outside of the patient, the first stent (MFR# 3005099803-2010-02867) could not be assembled in the catheter. It was reported that the stent became bent and developed an internal fold during the attempt to load it into the catheter. The complainant stated that it was "impossible to stretch the stent". The physician was unable to begin the procedure, so he attempted the procedure with a second polyflex stent. He experienced the same problem, and was unable to begin the procedure with the second device. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02867 for the other associated device information. It was reported to boston scientific corporation that two polyflex esophageal stents were used during a stent implant procedure for an esophageal fistula performed on an unknown date. According to the complainant, during preparation for the procedure and outside of the patient, the first stent (MFR# 3005099803-2010-02867) could not be assembled in the catheter. It was reported that the stent became bent and developed an internal fold during the attempt to load it into the catheter. The complainant stated that it was "impossible to stretch the stent". The physician was unable to begin the procedure, so he attempted the procedure with a second polyflex stent (MFR# 3005099803-2010-02868). He experienced the same problem, and was unable to begin the procedure with the second device. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The returned stent and delivery system were intact with no obvious signs of contamination, discoloration, missing parts or design irregularities. Functionally, the stent could be loaded without issue. Also, deployment was smooth with no kinks or folds observed on either the stent or delivery system. The condition of the returned device was not consistent with the complaint of difficulty prepping the device; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.